Manufacturer narrative:
(B)(4). The patient was hospitalized for the peritonitis on (B)(6) 2014. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the event was determined to be use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue which subsequently caused peritonitis coincident with peritoneal dialysis (pd) therapy. The connection issue was further described as the minicap came off of the patient¿s transfer set while the patient was sleeping. It was reported that the patient was most likely making a use error by removing the minicap from their transfer set while asleep as the caregiver reported that they found the patient with the minicap in one hand and the ¿catheter¿ in the other (however, this was not confirmed). Subsequently the patient experienced peritonitis manifested by ¿getting ill¿ (not further described). The patient was hospitalized for the peritonitis. On the same day, the patient began treatment with unknown antibiotics (dose and frequency not reported) intravenously (IV) for peritonitis. At the time of this report, the patient was still in the hospital. On an unreported date, the pd therapy was discontinued and the patient was started on hemodialysis for three days. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 2 for this event.